Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer reported, experiencing a high blood glucose (bg) level of 358 mg/dl. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently hospitalized and treated with intravenous fluids of saline, insulin and antibiotics and was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.